Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of therapeutic effect in (B)(6) 2017. For the two months prior to the report, they did not feel it was functioning. They clarified, stating that their symptoms had increased and they weren't feeling it like before, noting that they usually felt it in their labia or butt, but they did not feel anything. Their child helped them use the patient programmer (pp) and, when they tried to increase it from 7.2, it didn't do anything. When they put new batteries in, they saw a "call your doctor" screen but it didn't have a code or anything. It was noted that they saw their healthcare professional (hcp) on the day of the report. On (B)(6) 2017 the patient stated that they tried connecting on the night prior and got the "poor communication" screen. They couldn't get beyond the poor communication screen after troubleshooting. They were redirected to their hcp for a potential depleted implanted neurostimulator (ins). On (B)(6) 2017, it was reported that the patient had frequency. A battery change was scheduled for (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
The implantable neurostimulator (ins) (serial #(B)(4) was returned and analysis observed no output or telemetry on the ins, and determined normal battery depletion. During destructive analysis, the battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion. (B)(4) no longer pertains to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-06-19. The hcp reported the battery depleted normally. The hcp reported that the battery would be returned for analysis. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that according to the patient, the battery died before it should have. The rep reported that a reprogramming was scheduled, but when attempted to interrogate the device, the clinician programmer stated the battery was dead. The rep reported that the patient was happy with the therapy so a new battery was implanted. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) is no longer applicable if information is provided in the future, a supplemental report will be issued.